Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.